Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 425cc saline breast prostheses and suffered several unexplained systemic symptoms, including requiring an implant defibrillator in her chest, requiring a CPAP machine, blurry eyes, unfocused eyes and cannot wear contacts, non-alcoholic fatty liver disease, high cholesterol, spondyloarthritis, fibromyalgia, thyroid nodules in armpit right breast and neck, right breast pain, interstitial cystitis, migraines, weight gain, inability to lose weight, brain fog, arthritis, joint and muscle pain on back & neck, rash and skin problems, hair loss, depression, anxiety, loss of taste buds, nasal and breathing problems, shortness of breath, feels like implants are getting bigger (mammogram reports dense tissue in right breast), lumps under armpits, back and hip pain, believes she is about to develop lupus due to medication, unsatisfactory appearance of nails, ibs, hot flashes, bloating, and stomach pain. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.